Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the display fades out after pressing any button due to a short at the liquid crystal display driver board. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was dropped and a segment of the battery casing chipped off. The pixels on the insulin pump were faded and she could not read the screen. Her blood glucose level was 145 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.